Manufacturer narrative:
The patient was brought into clinic and high pacing impedance measurements were still observed. All other lead diagnostics were acceptable and there was no evidence of noise. Technical services discussed continued monitoring or replacing the rate/sense portion of the lead. The available information suggests this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead due to high out of range pacing impedance measurements. No adverse patient effects were reported.